Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a seventy-six-year-old male patient with acute myocardial infarction and cardiogenic shock received impella support via the femoral artery. After device placement, imaging of the accessed limb showed severe arterial calcification and markedly sluggish distal flow. Vascular and surgical teams were consulted, and further assessment with ultrasound demonstrated limited but present collateral flow, so no emergent intervention was performed. The following day, the patient was taken to the operating room for placement of an impella 5.5, and the impella cp was removed. Distal perfusion on repeat ultrasound remained unchanged, and the vascular team assessed the reduced flow as chronic in nature. The patient clinically improved, with clearance of lactate and discontinuation of vasopressor therapy. The limb ischemia was considered a serious injury event occurring in the setting of significant peripheral arterial disease and large-bore arterial access, with no evidence that the impella device itself malfunctioned.

Manufacturer narrative:
B5 narrative was corrected. Section d catalog number was corrected. Ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinician narrative: an impella device was inserted via the right femoral artery in a 76-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock. The patient¿s medical history was significant for known coronary artery disease. At the time of device support, the patient was receiving inotropes, vasopressors, and mechanical ventilatory support and was classified as scai stage d. Following impella placement, evaluation of the accessed extremity demonstrated severe femoral artery calcification. An angiogram of the affected extremity showed markedly sluggish arterial flow distal to the impella device. Given concern for compromised distal perfusion, the surgical team and vascular consultants were engaged. A plan was made to further assess arterial flow via ultrasound and to determine the need for potential escalation to impella 5.5 support based on the results. The patient subsequently required surgical intervention due to ischemia of the affected limb. The reported ischemia occurred in the setting of severe peripheral arterial disease with extensive calcification and large-bore arterial access. Review of the event indicates that ischemia requiring surgical intervention is a known risk associated with large-bore femoral arterial access, particularly in patients with advanced vascular disease. Comprehensive review did not identify evidence suggesting a causal relationship between the impella and the reported event. The patient survived.